Event description:
The user facility returned an asset visera 4k uhd xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a damaged power supply was discovered. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the board had poor appearance(corrosion), power unit was corroded and rusty, turret 2u was corroded and rusty and the screw of the door 4u was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction (power supply failure) was not confirmed. Further device evaluation confirmed there was corrosion and rust on the power supply unit. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction (power supply failure) was not confirmed during the device evaluation. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.